Manufacturer narrative:
Sample collection and specific centrifugation data was not supplied. Customer did not provide qc or system check data. The customer also did not provide any information indicating instrument malfunction. Per the complaint record, the unit is currently performing within qc specifications upon contact with the customer. The laboratory has an accutni patient sample repeat analysis procedure, which includes re-spinning and repeating first draw accutni samples recovering >0.15 ng/ml with no cardiac clinical history. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined to date for this event.

Event description:
Beckman coulter inc., (bec) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. Actual patient results were not supplied by the customer. The erroneous results were not reported out of the laboratory. The customer did not report affect to the patient or user attributed or connected to this event.